Event description:
Healthcare professional reported a left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as surgical damage. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: crease flat and wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
Health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device was explanted and replaced.